Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
(B)(6) year old white male was enrolled in the (B)(6) study. Patient condition at enrollment was comatose after cardiac arrest found in ventricular fibrillation. Zoll quattro catheter was inserted on (B)(6) 2014 @ 13:52h in the left femoral vein. Cooling initiated on (B)(6) 2014 @14:54h. Rewarming initiated on (B)(6) 2014@23:44h. The patient experienced adverse event 1: clinically significant hematoma, which occurred on (B)(6) 2014 @ 20:31 during hypothermia and was not intermittent. Outcome was resolved without sequelae on (B)(6) 2014@ 08:00h. Event reported as serious by investigator-life threatening, not related to device or procedure, was related to the patient's clinical condition, was related to treatment -cooling and adjunctive procedure and was anticipated. Subject received manual and mechanical pressure at site, administration of, or change to medications and prolonged hospitalization. Normothermia was achieved on (B)(6) 2014@15:30h. Catheter was removed on (B)(6) 2015@ (B)(6) 2014@2313h. The investigator reported the event as not related to study device malfunctions. Per the investigation, the patient had a hematoma/bleeding issue on both catheter (a-line in right groin and zoll catheter in left groin) insertion sites. As indicated above the patient was given medications and manual/mechanical pressure was performed with an eventual stop to the bleeding.